Manufacturer narrative:
O-arm computer service kit analysis: when computer was received, internal rattle was observed inside the o-arm computer. Opened the computer and found that the internal rattle was due to loose lug on com2 connector. Tightened up the connector and installed the o-arm computer in the in house testing o-arm system and ran without any issues. However, the reported failure was not duplicated during testing. Power switching board assembly analysis: this board didn't contribute to the reported problem. Field service engineer replaced this board, to install red power switching board that is compatible with the replaced o-arm computer.

Manufacturer narrative:
Patient identifier not made available from the site. Return requested for suspect parts. Replacement power sw board 3.1.5 and o-arm comp 470r/3.1.6 shipped to site. No parts have been received by manufacturer for analysis. (B)(4) 2015 - a medtronic representative performed an imaging system check-out, imaging testing passed. Mechanical testing failed. O-arm computer not booting-up. This is the second occurrence of this and both times it occurred after the system was left on over the weekend. The ias computer is over-heating causing the malfunction. The medtronic representative re-loaded software and discussed with the site to be sure system was shut-down when not in use. (B)(4) 2015 - a medtronic representative, following-up at the site, reported that no complications have been mentioned. The o-arm had not been pulled in around the patient when the issue was discovered, so there was no real patient involvement with the complaint. (B)(4) 2015 - a medtronic representative performed an imaging system check-out, all areas passed. The medtronic representative replaced the ias computer in response to boot-up issues. Updated power switching board. System performed as intended. (B)(4) 2015 - a medtronic representative, following-up at the site, reported replacing parts resolved the reported issue. Return requested. Replacement o-arm comp svc kit shipped to site. Suspect o-arm comp svc kit, returned to manufacturer on 08/10/2015, is currently under analysis. Return requested. Replacement power switching board assy pcba shipped to site. Suspect power switching board assy pcba returned to manufacturer on 08/10/2015, is currently under analysis.

Event description:
A medtronic representative reported that, while in a spine direct lateral interbody fusion (dlif) procedure, the imaging system would not move from it's docking position, navigation only on posterior. Noted was that on the pendant the motion and x-ray did not show any progress checks and the communication had a red x. In trouble-shooting, the medtronic representative re-booted with no resolution. The surgeon opted to continue and completed the procedure without the use of the navigation system. The surgeon canceled the posterior portion of the procedure and is going to wait to re-schedule once the imaging system is functional again. The surgeon completed the dlif portion of the procedure.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿